Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a double beeping. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. No disposable alarm was found in event history logs. Primary problem of double beeping was duplicated. Downstream occlusion (dso) sensor contamination was the cause. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.